Event description:
Initial reporter indicated that the patient's generator was extruding and therefore explanted. The patient was reported to be a picker. In the operating room no signs of infection were noted. No drainage, redness or swelling. At a later date the patient will have another generator implanted.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.